Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. No oversensing was noted and all other daily measurements were within normal limits. Troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.